Manufacturer narrative:
The surgeon reported that the patient was doing well after the additional surgery. It is still implanted.

Event description:
The tmj devices were malpositioned and seemed loose, so the surgeon performed additional surgery and repositioned the devices.

Manufacturer narrative:
The reported event could be confirmed as operative notes of the additional surgery on 28-feb-2022 were received, indicating that the left tmj mandibular component was mal-positioned. The patient presented to another surgeon due to malocclusion, difficulties in eating, headaches, and poor quality of life. Imaging showed that the left tmj mandibular component was not in the intended location, so the surgeon planned to perform an additional surgery and reposition the left mandibular component. On 28-feb-2022, the surgeon performed the additional surgery and repositioned the left mandibular component. The surgeon did not report any device malfunction, loosening, or possible infection. The surgeon reported that, after surgery, the patient was doing well, and that he was satisfied with the results. The device history records was reviewed, including the manufacturing documents and inspection specifications. All devices met specifications. Conclusively, no indication was found of a device failure, malfunction, or other performance issues. A possible contributing factor that could be identified is the surgical technique of the original implanting surgeon not placing the implants in the intended position. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue related to the tmj devices. Therefore, no corrective and/or preventive actions are deemed necessary at this time. This complaint is added to the complaint trend. H3 other text: it is still implanted.

Event description:
The tmj devices were malpositioned and seemed loose, so the surgeon performed additional surgery and repositioned the devices.